Event description:
Catheter was placed in an infant patient in 2008. Catheter broke three times with it being repaired with a repair kit; however, when it broke the fourth time the following month, the catheter was replaced which almost put the patient into cardiac arrest. Patient is well.